Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced and no device problems were found. Upon further troubleshooting, performed by the user facility to determine a likely cause, it was determined that the scope, model wa50042a, was the likely cause of the reported problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field representative was informed that an olympus, model cv-190, evis exera iii video system center generated a "b30," scope communication error. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus. This is report # 1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue could not be determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.